Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection(bladder/urinary tract/vaginal) type: uti, yeast, uterine infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis. Previously administered products included for an unreported indication: nuvaring. Concomitant products included adalimumab (humira) since 2017, buspirone hydrochloride (buspar) since 2016, citalopram since 2016, esomeprazole from 2012 to 2019, folic acid from 2012 to 2019, gabapentin (gabapentine) since 2015, ibuprofen, methotrexate from 2012 to 2019, paracetamol (tylenol) and tizanidine since 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urticaria ("rashes or skin conditions type: hives, acne,") and acne ("rashes or skin conditions type: hives, acne,"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain,") and experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches,"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety, depression") and depression ("psychological or psychiatric problems condition:anxiety, depression"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti, yeast, uterine infection"), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: uti, yeast, uterine infection"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the uterine infection, systemic lupus erythematosus, mood swings, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, alopecia, urticaria, acne, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue and back pain outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received-new event vaginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, fatigue, back pain were added. Concomitant drug were added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection(bladder/urinary tract/vaginal) type: uti, yeast, uterine infection') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti, yeast, uterine infection"), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: uti, yeast, uterine infection"), anxiety ("psychological or psychiatric problems condition:anxiety, depression"), depression ("psychological or psychiatric problems condition:anxiety, depression"), alopecia ("hair loss"), urticaria ("rashes or skin conditions type: hives, acne,"), acne ("rashes or skin conditions type: hives, acne,"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain,"). Essure treatment was not changed. At the time of the report, the uterine infection, systemic lupus erythematosus, mood swings, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, alopecia, urticaria, acne, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea and weight increased outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, headache, migraine, mood swings, systemic lupus erythematosus, tooth disorder, urinary tract infection, urticaria, uterine infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received : reporter added, product indication updated. Event injury nos is replaced with mood swing. Case become valid. Events added- mood swings, metallic taste in mouth, uti, yeast infection, uterine infection, anxiety, depression, lupus syndrome, hives, acne, migraines, headaches, dental problems, nickel allergy, dysmenorrhea (cramping), weight gain, hair loss. Medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.